Manufacturer narrative:
Batch review performed on 18 july 2022: lot 2117174: (B)(4) items manufactured and released on 28-feb-2022. Expiration date: 2027-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 18 july 2022: liner: mpact 01.26.2848mhc double mobility hc liner 28/dmd (k092265) lot 2201611: (B)(4) items manufactured and released on 10-feb-2022. Expiration date: 2027-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner at about 20 days from primary. The surgery was completed successfully.